Event description:
Per the clinic, the patient experienced lack of osseointegration where both the abutment and internal fixture fell out (specific date not reported) prior to device activation. The external incision site reportedly healed over time. It is unknown if there are plans to reimplant the patient as of the date of this report.